Manufacturer narrative:
Two unopened samples were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown dermatologic procedure and suture was used. During the procedure, the suture broke. The surgeon felt that the suture was easily broken. There were no adverse consequences to the patient.